Manufacturer narrative:
(B)(4). Event evaluation - (B)(4). The appropriate manufacturing controls are in place assuring functionality and device integrity prior to shipment. The device lot number was not provided, therefore review of the device history record could not be completed. The product IFU in this case states: "individual variations of interaction between stents and urinary system are unpredictable. Periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested." The root cause could not be conclusively determined in this case.

Event description:
During stent removal, the patient was pretty well dilated and it wasn't until the stent was removed that a knot was found at the distal end of the stent at the base of the curl.